Event description:
It was reported that during the preparation of debridement utilizing a versajet, the hand-piece saline pressure was weak and saline leakage occurred from the orange cartridge when priming saline. The surgery was completed with surgical knife. No patient harm. No delay in treatment. After inspection, the console will be returned to okc if necessary.